Manufacturer narrative:
Lot number is unknown for the device

Manufacturer narrative:
One 3.5mm customized flextend¿ tts¿ tracheostomy tube was returned for investigation. The sample was returned without its original packaging. Visual inspection of the returned device found that the purple swivel portion of the connector was stuck in an accessory component which was supplied by the customer; the connector could not be easily removed by hand. Additionally, signs of damage were observed on the distal side of the swivel component. During functional testing, the swivel portion of the connector, which remained connected to the external component, was forced back into its correct location on the tracheostomy tube. A device wedge was then used to disconnect the external component from the tracheostomy tube assembly; the external component was successfully disconnected. A second functional test was conducted and the two components were manually forced together as tight as possible, the wedge was then again used to disconnect the components; the components disconnected successfully. A review of the reported event found that the reporter had stated that a wedge device was not used for the disconnection. The device instructions for use states that force should not be used when connecting two components; furthermore, if disconnection is difficult, the supplied wedge should be used. Investigation determined that the root cause of the reported event was due to the improper technique used during disconnection. (B)(4).

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that a portex bivona custom 3.5 flextend tts tracheostomy tube was placed in the patient and the grey portion on top that attached to the ventilator came off. The tracheostomy tube was removed and the emergent situation required immediate manual resuscitation and manual ventilation. A wedge was not used to remove the tube from the ventilator. The tube had been in use for 12 hours before the event occurred. The event was considered resolved with a backup tracheostomy tube. No permanent injury was reported.